Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.1860" x 0.6720" was found to be broken off. The broken piece was returned. Components adjacent to this broken grip show damage which may indicate potential mishandling. Additional information: the instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The probable root cause of a broken grip tip can occur while performing "off-label" surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that the side of the jaw of a force bipolar instrument was completely broken. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: one side of the jaw was partially severed and hanging by a cable, but no fragments were reported missing or lost in the patient; the instrument was not damaged during the procedure, no imaging was performed, no photos or videos are available, and the instrument has been shipped to isi for evaluation.